Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was in the 300s mg/dl. System check with tandem technical support showed no insulin exiting the infusion set. Customer declined further troubleshooting and reportedly changed the infusion set. A bolus via the pump was delivered to address bg.